Event description:
On february 19th, the user contacted dario to report high blood glucose (bg) readings. The user, who is a nurse, reported receiving bg readings from her dario meter that were 14 mg/dl to 15 mg/dl higher than her non-dario meter. The user reported that after feeling symptomatic for hypoglycemia, she tested her bg using the dario meter and received readings in normal range, while receiving bg readings in the hypoglycemic range from her non-dario meter. The user requested that control solution be sent to her.

Manufacturer narrative:
Following the user's request, control solution was sent to the user to make sure that the dario strips are reading correctly, and to ensure proper technique. The following day, dario's representative followed up with the user to troubleshoot and the user reported receiving a bg reading of 111 mg/dl from her dario meter compared to a reading of 89 mg/dl from her non-dario meter. After the control solution was received, multiple attempts to follow up with the user were made, however, no response has been received to date. Due to a lancing mechanism issue with the user's dario meter, a replacement of dario's meter, was sent to the user together with a return material authorization (RMA) package, to further investigate this issue. The meter was also investigated for the user's reading issue. The RMA package was received for investigation on march 10th, 2026. The meter was tested, and was reading within range. Therefore, it was determined that this complaint is not due to a meter issue. There is not enough information regarding the dario strips to investigate. No resolution is available.